Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sterilization prior to procedure, some parts of the device was coming off. There was no patient involved.